Event description:
The dental assistant was spraying a handpiece in the sink with kavo spray and a blue flame burst appeared. The dental assistant's hair and eybrows were singed, and her left arm was burned from the elbow down to near the wrist.